Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device displayed ¿dosing stopped, place ilet on the charger,¿ the battery depleted, and insulin delivery ceased until the device was correctly positioned on the charging pad, after which charging resumed and dosing could continue; initial blood glucose was 288 mg/dl and later decreased to 187 mg/dl after charging and troubleshooting. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and successful resolution through user guidance. Investigation included customer counseling to confirm proper cable seating, charger status, and repositioning on the charging pad. Investigation of this case revealed that the device was not effectively charging until properly seated on the charger, consistent with user handling or charging alignment issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear.